Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the blade was broken off during use. No piece was left in the patient body. Another device was used to complete the procedure. There were no adverse consequences for the patient.